Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that at the start of the case using the mobile programmer base, the pacing cables were connected and tested, with impedance readings below 200 ohms on both channels. The analyzer was programmed to ddi at a backup pacing setting. During the procedure, the pacing leads were disconnected and reconnected to reposition them. However, when the lead crossed the valve, the patient¿s diseased conduction system was disturbed, resulting in complete atrioventricular block with ventricular standstill until intrinsic con duction returned. During this period, the electrocardiogram (ECG) and electrograms (egm) were displayed as a dotted line and pacing could not be initiated due to a recurring error message on the mobile programmer application indicating that the parameter change could not be confirmed. Multiple steps were taken to include repeated attempts to reprogram pacing, attempts to reestablish connectivity using the base controls, activation of emergency pacing functions on the application; however the issue persisted. Subsequentially, the mobile programmer was swapped out for an alternate legacy programmer to maintain pacing support and continue the case. No further patient complications have been reported as a result of this event. It was noted that after the procedure, efforts were made to reproduce the issue by disconnecting and reconnecting pacing cables and cycling base power; only brief connection delays were observed, and the original error condition could not be reproduced.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Application version: 4.5.2 host tablet os version: 26.1.